Manufacturer narrative:
The customer's reported complaint that the autopulse platform displayed user adivisory (ua) 12 (lifeband not present) error message was confirmed during archive review and functional testing. The root cause of the issue was due to the defective lifeband belt clip. Once the belt clip retainer was replaced , the error message was able to be cleared and the platform passed the functional testing. Functional evaluation of the returned autopulse platform was performed and observed that while installing the lifeband, it would not stay latch therefore confirming the reported problem. The belt clip retainer was replaced to remedy the issue. Unrelated to the reported complaint,during functional testing the load cell module 1 was reading high therefore it was replaced. A review of the platform archive log showed there were multiple faults of ua12 (lifeband not present) on (B)(6) 2016. A visual inspection of the returned autopulse platform was performed and found the front enclosure of the platform was damaged. The autopulse platform is a reusable device and was manufactured on 04/05/2007, therefore this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that while attempting to place the autopulse platform (sn: (B)(4)) on the patient the device displayed an error message" check lifeband ". Manual CPR was performed and the condition of the patient at the time of the event was not reported. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.